Event description:
Healthcare professional reported via national breast implant registry "suspected/actual rupture/deflation". This record is for the right side. Device was explanted and replaced with a non-abbvie device. Device return status unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.